Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronics. The pump was also received with moisture damage at the motor. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. There was no corrosion or rust found inside the battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a spot of rust inside the battery compartment on the insulin pump.